Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned products noted that the obturator tops were disengaged. The inflation syringes were received. The insufflation bulbs were received. The lock collar, trocar balloon and dissector balloon were received. The other device had the lock collar foam disengaged and not received. Pmv performed functional testing; the trocar balloons were inflated, no leaks detected. The dissector balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the start of a total extra peritoneal (tep) laparoscopic hernia repair, as the device was accessed, the obturator (labelled 1) snapped at the point it was to be removed from the dissector and was unable to be removed. A new product was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the start of a total extra peritoneal (tep) laparoscopic hernia repair, as the device was accessed, the obturator (labelled 1) snapped at the point it was to be removed from the dissector and was unable to be removed. There was no patient injury.